Manufacturer narrative:
The device will be returned for eval. When the investigation report is received, I will file a supplemental.

Event description:
Wire broke in pt. The surgeon described the connection between nitinol and steel part as very sticky.